Event description:
A (B)(6) female who presented with vaginal bleeding and pelvic pain from mesh erosions. She underwent prolapse repair with placement of anterior compartment mesh in 2007. The mesh had to be excised.